Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the catheter was in the patient for maybe 2.5 hours, during dialysis treatment, the catheter experienced a leak. The leak was small and slow, estimated at one drop per minute. Exact location of the leak was unknown. Dialysis was not able to be completed with the initial catheter. During the placement of the catheter, nothing unusual was noticed. The catheter was flushed on the back table before insertion, and no leak was noticed. The catheter was not repaired. There was no luer adapter issue. When the patient returned for a catheter exchange, no leak was visible. No other defects/damages found where the leak observed. No other products being utilized with the device. Nothing else unusual observed prior to use. The product was replaced, this resolved the issue and the treatment was completed. There was a minimal blood loss, roughly 1 drop/minute. Blood transfusion was not required. No medical intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak of unknown origin. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.